Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported bilateral breast "inflammation" and 'fluid" and the breasts "got bigger" and "malformations inside the breast like a bump." This record is for the left side. Device remains implanted. The patient additionally reported that they had multiple aspirations of seroma fluid in amounts described as "like a cup" as well as a surgical procedure where the devices were "cleaned". Additionally, healthcare professional reported "encapsulation grade iii", "chronic seroma in the third degree","contracture due to rupture of implants on both sides" and "calcification". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma, inflammation/irritation, and capsular contracture" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for this events. Reason for reoperation: seroma-late, inflammation/irritation, rupture, and capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported "encapsulation grade iii", "chronic seroma in the third degree","contracture due to rupture of implants on both sides" and "calcification". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and inflammation/irritation are a physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and inflammation/irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral breast "inflammation" and 'fluid" and the breasts "got bigger" and "malformations inside the breast like a bump." This record is for the left side. Device remains implanted. The patient additionally reported that they had multiple aspirations of seroma fluid in amounts described as "like a cup" as well as a surgical procedure where the devices were "cleaned".